Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was that the device had showing error codes 133.6080 & 810.9160 which was not identified during the customer call. The tech support recommended replacing back up & gasket kit 49000966 logic board assembly. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had showing error codes 133.6080 & 810.9160. There was no patient involvement.